Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the (B)(6) distal stent wraps with struts raised and overlapping. Slight deformation was evident to the distal tip. The inner lumen patency was verified. If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute integrity rx drug eluting stent was intended to be used to treat a non-calcified and non-tortuous lesion located at the left anterior descending artery exhibiting 90% stenosis. There were no abnormalities in relation to anatomy. There was no damage noted to packaging and no issues noted when removing the device from the hoop/tray the device was inspected and negative prep was performed with no issues noted. It was reported that the stent could not pass through the lesion. Patient status post procedure is alive with no injury. The physician believes that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. Analysis of the device revealed stent deformation.